Event description:
It was reported that a patient had an original acdf procedure at c6-7 using a cervical plate system and recent post-op "radiographic images indicated fractured screws from surgery eight and a half years ago". A revision surgery was performed on the patient and, according to the report, "screws and plate were removed during the revision surgery involving c6-7". No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.